Event description:
The customer's nurse complained of a data flag during qc and discrepant inr results for 1 patient from coaguchek xs pro meter serial number (B)(4). At approximately 10:30 am to 11:00 am, the results from the meter were >8.0 inr and 4.0 inr. It was not known if the same finger was used for the fingersticks. At approximately 1 to 2 hours later, a sample was collected for the laboratory and the laboratory result was 7.4 inr. The laboratory method was not dade innovin. There was no allegation of an adverse event. The patient's coumadin dose was adjusted based on the laboratory results and the patient was "stable". And the patient was "stable". The customer stated that they had gotten blood in the meter during the testing and cleaned under the blue lid after the discrepant results. The patient was not anemic, no heparin, no lovenox, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no bleeding, and no bruising. The patient's therapeutic range was 2 - 3 inr. The customer's returned test strips were tested with the returned meter and with qc of a high level in comparison to master lot #28632180 on internal reference meter. No error messages occurred during the investigation. Qc 1: 2.4 inr ; qc 2: 2.4 inr ; qc 3: 2.4 inr . The obtained qc values were in the allowed range of the used combination strip lot. Retention test strips (lot 297792) were tested in comparison to master lot. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material complies with the specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field recall- correction/removal report no. The results alleged by the customer were not seen in the meter memory.